Event description:
It was reported that a spectrum pump has a door that is difficult to close with a set loaded. It was also reported that the pump alarmed door not fully latched. It was reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of "door does not latch without excessive force with tube set loaded" through observation of door not fully latched messages, but could not reproduce it during evaluation. Evaluation determined the cause to be door hooks which were out of adjustment. The door hooks and latch pins were replaced to correct this condition.